Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and for fog under the screen. The customer¿s blood glucose level was over 400 mg/dl. Customer reported that she was over 400 mg/dl and when they checked again she was down 300+ mg/dl. Customer reported that screen is all fogged up, scratch screen. Customer didn¿t have the pump to troubleshoot. The insulin pump will be returned for analysis.